Event description:
The distributor reported a revision due to the fracture of the recon plate. The date of the revision surgery has not been provided. The surgeon has requested a custom plate, as this is the third standard reconstruction plate that this patient has broken over the last 15 years. The surgeon feels a stronger plate is needed or he needs to do a bone graft, which the patient does not want to do.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event.